Event description:
Dealer reported that the seat elevator on the power wheelchair ran all the way up and the seat separated from the base. Client was in the wheelchair and suffered a minor injury of a bump on the head. MFR replaced the seat elevator. Based on the info from the dealer, the limit switch kit rod was broken which would have caused the seat to swivel at first, indicating service on the wheelchair was required. If the chair had been serviced properly, the incident could not have occurred.